Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to replicate the 32056 error on the in-house system replicating the reported event. The usm was then installed on a test fixture where the current was found to be failing on the 0x1 axis corresponding to the yaw searchlight flat flex cable (ffc). The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the yaw searchlight ffc. This issue can be resolved by contacting technical support and having a fse replace the usm. This issue is captured in fmea, usm, is4000 (818600-01, rev ac) via risk ID (B)(4).

Event description:
It was reported that prior to the start of a da vinci-assisted urology prostatectomy surgical procedure, the customer reported to technical service engineer (tse) that during startup of the system, telling they have an error message on their touchscreen. Tse checked the logs and could find related errors to arm2. The customer already rebooted the system and a hard power cycle restart with emergency power off (epo); however, the issue persisted. Tse informed that the universal surgical manipulator (usm) 2 will need to be replaced, and to disable usm arm 2; however, the surgeon stated they needed all 4 usm arms. The procedure was aborted with no patient involvement with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the problem occurred prior to procedure starting. The customer did not want a three-arm procedure.